Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 98% stenosed target lesion was located in the severely tortuous and severely calcified protected left main (lm) to proximal circumflex (cx). A 2.50x24mm taxus liberte stent delivery system (sds) was advanced to the lesion; however the device was unable to cross the lesion. The device was removed from the patient and the lesion was predilated with a 2.50x20mm quantum maverick balloon. The 2.50x24mm taxus liberte sds was re-advanced to the lesion; however the device was still unable to cross the lesion. The physician then attempted to cross the lesion with a 2.50x12mm taxus liberte sds; however this device was also unable to cross the lesion. The physician placed a non-bsc catheter in the lesion and tried to re-advance the 2.50x24mm taxus liberte sds; however the device was still unable to cross the lesion and when the physician attempted to withdraw the device the stent dislodged from the sds. The physician looked for the dislodged stent under fluoro but could not locate the stent and the case was ended at this point. It was noted that CT angiography was later performed and the stent was found lodged in the cx to lm, with 6mm hanging into the aorta. Re-intervention was not performed at this time as the patient was experiencing gastric bleeding which was unrelated to the procedure. The physician consulted with a surgeon on whether or not to remove the dislodged stent and it was suggested that the stent be left in the patient as the patient had other medical issues that were being addressed at the time. No additional patient complications were reported and the patient's condition is stable.

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 98% stenosed target lesion was located in the severely tortuous and severely calcified protected left main (lm) to proximal circumflex (cx). A 2.50x24mm taxus liberte stent delivery system (sds) was advanced to the lesion; however the device was unable to cross the lesion. The device was removed from the patient and the lesion was predilated with a 2.50x20mm quantum maverick balloon. The 2.50x24mm taxus liberte sds was re-advanced to the lesion; however the device was still unable to cross the lesion. The physician then attempted to cross the lesion with a 2.50x12mm taxus liberte sds; however this device was also unable to cross the lesion. The physician placed a non-bsc catheter in the lesion and tried to re-advance the 2.50x24mm taxus liberte sds; however the device was still unable to cross the lesion and when the physician attempted to withdraw the device the stent dislodged from the sds. The physician looked for the dislodged stent under fluoro but could not locate the stent and the case was ended at this point. It was noted that CT angiography was later performed and the stent was found lodged in the cx to lm, with 6mm hanging into the aorta. Re-intervention was not performed at this time as the patient was experiencing gastric bleeding which was unrelated to the procedure. The physician consulted with a surgeon on whether or not to remove the dislodged stent and it was suggested that the stent be left in the patient as the patient had other medical issues that were being addressed at the time. No additional patient complications were reported and the patient¿s condition is stable.